Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated an axsym analyzer generated false (B)(6) hiv results for one patient sample. The axsym generated an hiv result of (B)(6) on (B)(6) 2011. On (B)(6) 2011 the sample was repeated and generated an hiv result of (B)(6). The patient sample generated a (B)(6) hiv result on a cobas analyzer. The customer replaced the hiv reagent, lot 05097lf00, with lot 06132lf01 and a (B)(6) hiv result of (B)(6) was generated. The false (B)(6) hiv result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
The initial report was submitted under brand name abbott axsym system. It was determined that the investigation should be performed on brand name axsym hiv combo reagent. No similar product is distributed for sale in the united states.